Event description:
Display backlight failure [device issue]. Case description: on (B)(6) 2015, a healthcare professional (hcp) spoke with ikaria regarding a device issue with inomax (B)(4). The device was not in use on a patient. No adverse event had been reported. The hcp reported a possible power issue or display issue. When the device was running on ac power it worked normally, but when the device was unplugged the screen went blank or the device completely shut down. When the device was plugged back in and rebooted, the display was observed to have a pinkish tint. Inomax (B)(4) was removed from service and returned to ikaria for service evaluation. Investigational results were received on (B)(6) 2015. Case comment: on (B)(6) 2015, the device was not in use at the time of device issue and did not result in an adverse event; however it is being reported because a similar device issue occurred in the past that resulted in a serious adverse event (refer to MDR #3004531588-2013-00023).

Manufacturer narrative:
Device issue with inomax (B)(4). The device investigation was completed on 02/18/2015. Eval summary: inomax (B)(4) was returned to the manufacturer for service investigation. Regional service center (rsc) confirmed the reported complaint of a pink screen. The rsc replaced the touchscreen/display. Service log review revealed a delivery failure (df) alarm for backlight current below minimum. A full functional test was performed and the device operated according to specification so it was returned to the device service pool. The root cause for this report is display backlight failure. This condition will be tracked and trended under ikaria's quality system. This device was not in use on a patient; however, it is being submitted to regulatory authorities because a similar failure occurred in the past which resulted in a serious adverse event (mdr3004531588-2013-00023).